Event description:
Customer had bed located in first floor maintenance storage area. Bed had tag stating the bed would drift into trendelenburg. Replaced both the head hi/low up and down valves. Problems still existed. Then replaced CPR valve. Problems remained. Then replaced head hi/low cylinder. Head of bed still drifted into trendelenburg. Finally replaced complete hydraulic manifold. Performed complete function check. Bed working fine. No patient or staff impact to report. No hydraulic fluid leaking from bed.